Manufacturer narrative:
(B)(4). This report is for the first in a series of two consecutive product issues with the same patient. The second event has been reported under MDR# 1036844-2015-00447. The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable.

Event description:
It was reported the procedure was being performed on a patient in the intensive care unit. The physician was trying to place the catheter into the patient's right internal jugular but encountered blockage. As a result, a new kit was opened for new insertion.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided one guide wire which was severely kinked and unraveled. Microscopic examination revealed that the core wire was broken 33 mm from the p roximal end. No pieces appeared to be missing. A review of manufacturing records did not yield any relevant findings. The provided instructions describe suggested techniques to minimize the likelihood of guide wire damage during use and cautions not to withdraw against the needle bevel and not to use excessive force during removal. Operational context caused or contributed to the event. No further action will be taken.